Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. The customer changed the cartridge and resumed insulin therapy. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump.